Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, dysfunction, loss of range of motion, damage to bone and tissue and lack of mobility. A review of the invoice history confirmed both surgery dates and suggests that the acetabular cup, modular head and taper insert were removed and replaced with a biomet head and competitor acetabular components. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain and loose acetabular component. Revision op report notes metallic-like fluid; metallic, charcoal gray colored tissues; and staining of the bone under the cup.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, dysfunction, loss of range of motion, damage to bone and tissue and lack of mobility. A review of the invoice history confirmed both surgery dates and suggests that the acetabular cup, modular head and taper insert were removed and replaced with a biomet head and competitor acetabular components. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-02712-02714).